Event description:
It was reported a confirmed motor stall and motor stall recovery was recorded in the event logs. The pump logs show 3 separate motor stall events with a motor stall recovery. The first stall on (B)(6) at 18:02 with a recovery on (B)(6) at 3:03; the second was on (B)(6) at 18:08, recovery (B)(6) at 1:39; the third stall was on (B)(6) at 17:49, recovery on (B)(6) at 8:10. There was no known environmental exposure or cause of the stalls. The patient was non-communicative so it was difficult to know what the patient was feeling but the caregiver did not notice any change in symptoms. Each time when the alarm was heard the patient was supplemented with oral baclofen. The patient was scheduled for pump replacement on (B)(6) 2015 but the surgery was postponed as patient had pneumonia. The pump was delivering gablofen.

Event description:
Additional information received reported the patient had the surgery on 2015-04-09 and the patient was receiving therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter. (B)(4).